Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted that the motion of the prograsp forceps instrument was bad. Upon inspection of the tip of the instrument, it was noted the wire had derailed from the pulley. The wire was returned to its original position using tweezers, but was unstable. The surgical procedure was completed using a back up instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. No trouble was found. The grip cables at the end of the instrument were on the pulleys. Failure analysis investigation also found the instrument's grip cable was derailed. The grip cable was derailed on the proximal end at the housing. The grips were difficult to move because of the derailment. Failure analysis investigation also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .162 - .303 in length and not aligned with the tube axis. No other damage was found.